Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022 21:32:36, pst ice batch user (batch_ice), phone: (B)(6), complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6), taken by: (B)(6) 2022 at: 9:42pm. Initial notes: ref: (B)(4); serie: gt8034391m; bg value: 18.4 inquired what led up to the complaint. Customer response: cx states that xmeter is not pair with the pump since yesterday he have been triyin to conect several times manual/ automatic/ tester procedure per dop114-980. System model number: 670. Transmitter model: guardian 3 link. Adv to unplug the transmitter from the sensor. Customer is not calling back after fully charging the transmitter (up to 2 hrs). Adv to check the connection bridge on the transmitter for damage. Found all looks ok. Customer states the sensor feature is on currently. Assisted in turning the sensor feature off, then back on. Adv to connect the tester and watch for the green led to blink several times on the transmitter. Customer states the led blinked on and off. Assisted in performing reconnect sensor. Customer states the rf icon did not turn green. Repeated tester procedure. Customer states the rf icon did not turn green. Adv to delete xmtr serial number from pump and wirelessly connect xmtr serial number to pump per IFU. Customer states the rf icon turned green. Adv to connect the tester and watch for the green led to blink several times on the transmitter. Did the led blink on and off for 10 seconds: yes did sensor connected screen display: no adv customer the transmitter may not be working. Customer's outcome pertaining to the complaint: advise customer the transmitter may not be working: we didi run the test over the xmeter . Ship: 1.mmt-7811ww/return: nothing on (B)(6) 2022 11:21 am (B)(6) and advise warranty is over. To call us back country: canada city: (B)(6), input date: on (B)(6) 2022 warranty start: 07/08/2020 warranty end: 07/08/2021 batch: gt7807041m, on (B)(6) 2022 21:38:03 pst ice batch user (batch_ice) phone: (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6), taken by: (B)(6) on (B)(6) 2022 at: 9:42pm. Initial notes: ref: (B)(4); serie: gt8034391m; bg value: 18.4 inquired what led up to the complaint. Customer response: (B)(6) states that xmeter is not pair with the pump since yesterday he have been triyin to conect several times manual/ automatic/ tester procedure per dop114-980. System model number: 670. Transmitter model: guardian 3 link. Adv to unplug the transmitter from the sensor. Customer is not calling back after fully charging the transmitter (up to 2 hrs). Adv to check the connection bridge on the transmitter for damage. Found all looks ok. Customer states the sensor feature is on currently. Assisted in turning the sensor feature off, then back on. Adv to connect the tester and watch for the green led to blink several times on the transmitter. Customer states the led blinked on and off. Assisted in performing reconnect sensor. Customer states the rf icon did not turn green. Repeated tester procedure. Customer states the rf icon did not turn green. Adv to delete xmtr serial number from pump and wirelessly connect xmtr serial number to pump per IFU. Customer states the rf icon turned green. Adv to connect the tester and watch for the green led to blink several times on the transmitter. Did the led blink on and off for 10 seconds: yes did sensor connected screen display: no adv customer the transmitter may not be working. Customer's outcome pertaining to the complaint: advise customer the transmitter may not be working: we didi run the test over the xmeter . Ship: 1.mmt-7811ww/return: nothing on (B)(6) 2022 11:21 am (B)(6) and advise warranty is over. To call us back on (B)(6) 2022 11:40 am (B)(6) and father answered the tel. He will tell his son to call us due to his transmitter not iw. Advise he might be able to get the promo at cc for his transmitter. On (B)(6) 2022 1:33 pm (B)(6) called back to obtain transmitter issue. Transferred to customer service queue. 02/mar/2022 2:44 pm (B)(6) called back (B)(6) and was transfer back to us. (B)(6) advise as he bought his transmitter on may 2021 he is still in warranty. The issues is that he had 2 accounts and he will call back next week to cancel his other account as I added the real warranty for his transmitter. Ship: 1.mmt-7810w4/return: 1 x mmt-7811w1 or 6199261051 country: canada city: (B)(6) input date: on (B)(6) 2022 warranty start: 05/13/2021 warranty end: 05/13/2022 batch: gt7807041m.